Event description:
It was reported that the pump declared a cartridge change error, resulting in the customer's blood glucose level exceeding 500 mg/dl. The customer was instructed to remove the cartridge and inspect the o-ring, which was found to be undamaged, and clean the pneumatic tap area. Despite these instructions, the customer was unable to load the cartridge successfully. After trying a second cartridge, the issue was resolved, and it was determined that the customer would use mdi as a backup therapy. Technical support confirmed the shipping address for returning the pump and issued a replacement via RMA, instructing the customer on storage mode and return procedures.